Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) showed different information than the likepack.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) showed different information than the like pack. It was explained to the customer that the reason this may have occurred is the minimum amplitude needed for qrs detection is the greater of either 0.2 mv or 1/4 of the mean qrs amplitude. The bsm may have a greater sensitivity to sense electrical impulses and the life pack may not. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.